Manufacturer narrative:
Updated fields: h2, h11. This supplemental report is being submitted to provide the correction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error as sound noise would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.

Event description:
It was reported that light source had noisy image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.